Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt pulsing like a heart beat in the patient's mid section when resting and trying to sleep. The a trio-ventricular delay was reprogrammed and extended to minimize ventricular pacing. The ventricular lead remains in use. No patient complications have been reported as a result of this event.